Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they woke up and the insulin pump had a blank display. The device was not dropped. There was no moisture damage. They had tried several new batteries but only the reservoir icon was visible. There was no time clock or battery icon on the display. They could not see the menu. The customer¿s blood glucose level was 7.4 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.